Event description:
The procedure was coil embolization of left hepatic artery aneurysm. The target lesion was not calcified but the level of tortuosity was unknown. During the procedure, while advancing a presidio (pc4181950-30/c10828, complaint product) in an unspecified progreat (terumo), it got stuck in the microcatheter and the physician could not push it any further. Then he decided to remove the presidio from the patient and pulled it back from the microcatheter. However, he found that the dpu appeared to be damaged and separated in two pieces in the microcatheter. Therefore, the physician managed to safely remove it by retrieving the microcatheter from the patient. It is unknown where exactly the presidio got stuck and which part of the dpu was damaged. Afterwards, the procedure was successfully continued using a new product (lot unknown), and was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. It is also unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During a coil embolization of a left hepatic artery aneurysm while advancing the presidio ((B)(4)) in an unspecified progreat/terumo microcatheter the coil system got stuck in the microcatheter; it could not be pushed any further. The decision was made to remove the presidio and it was pulled back from the microcatheter; however, the device positioning unit (dpu) of the presidio appeared to be damaged and there was a separation of the device into two pieces in the microcatheter. It is unknown exactly the presidio got stuck and which part of the dpu was damaged. The device was safely removed by retrieving the microcatheter form the patient. Afterwards, the procedure was successfully continued using a new product (lot unknown), and was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. It is also unknown how many coils were successfully placed during the procedure. The target lesion was not calcified but the level of tortuosity is not known. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available. The coil of the returned device had been mechanically detached from the device positioning unit (dpu) and the detachment fiber. The coil was not returned. Located proximally 1.2cm off the distal tip of the dpu is a series of buckling on the tip coil for a length of 7mm. The buckling caused the dpu to bend at approximately seventy degrees. There are two possible contributing factors to the coils inability be advanced inside the microcatheter, the buckling of the tip coil, and the unintended detachment of the coil. These contributing factors may have worked in tandem or separately. The primary contributing factor to the complaint event may have been due to distal interference. This interference produced a blockage/interference causing the tip coil to buckle in multiple places and likely anchored the coil in place. When the coil was being retracted for removal, anchoring of the coil within the microcatheter would cause separated from the detachment fiber. The source of this interference; whether of a fixed or detached nature cannot be determined. The secondary contributing factor to the reported event, but equally important may have been the selection of a non-compatible microcatheter that was used with an 18 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm)". The inner lumen of all progreat microcatheters is 0.025". In addition, without the return of the progreat microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the reported information and the analysis of the returned event, it appears that procedural factors, including device interaction and use with a microcatheter not within the specified lumen diameter as outlined in the IFU, contributed to the events. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.